Event description:
On an onsite visit, a baxter field service technician serviced a colleague infusion pump for failure code 810:04. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:04 occurred during infusion and caused an interruption during delivery. There is no further complaint information associated with this report. The user interface module master software version is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was moisture on the tubing channel. The pumphead module has been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.